Manufacturer narrative:
One d97120f5 catheter with a non-edwards introducer and a non-edwards contamination shield were returned for examination. The reported event of "tip of cable separated" was confirmed. As received, the catheter tip was detached from the catheter body. The body tube under the balloon latex was broken. The tube appeared broken at the proximal electrode leadwire port. There was a complete bond separation between the proximal electrode and the body tube. Adhesive was visible on the body tube at the bond location between the proximal electrode and catheter body. Both distal electrode and proximal electrode leadwires were broken. The edges of the catheter body at the break location appeared to match. The returned non-edwards introducer had a kink at 3cm distal from the introducer housing. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. In this complaint, it could not be determined if procedural factors or device handling may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The device evaluation is anticipated. However, the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. Lot number was not provided, therefore review of the manufacturing records could not be completed.

Event description:
It was reported that during removal of transvenous pacing catheter in a 75 year old male patient, the cable tip of cable separated from cable becoming logged in the introducer sheath. The sheath was removed with the tip inside. No harm to patient.